Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10: concomitants: 02-020-11-0350 - truliant ps cem fem ps cem right sz 5 5615294; 02-022-35-5009 - truliant tib imp ps insert sz 5 9mm 5354557 - recall device; 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t 5216674; 200-07-35 - advanced patella 35mm 3 peg implant 5450993. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 58 yo male patient, initial right knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2023, approximately 4 years 4 months post the initial procedure. The patient complained of pain. Loose femur and recalled poly indicated. The patient was revised to a competitor¿s devices. The event was not related to a breakage of device. There were no surgical delays. The patient was last known to be in stable condition following the event. No patient history or comorbidities were reported. No x-rays were provided. A device image was provided. No device returns anticipated. Due to the recall, the hospital will not release implants. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of patellar prosthesis wear or the reported femoral loosening. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant and/or cement-bone interface; however, this cannot be confirmed. Possible causes for polyethylene wear include the alleged femoral loosening, third body wear, patient-related conditions, or any combination of these possibilities. As the suspect device was not provided, these potential causes or their contribution to the sequence of events cannot be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.